Manufacturer narrative:
Innovative health llc became aware on (B)(6) 2026 of a reprocessed viewflex xtra ice diagnostic ultrasound catheter reported to have imaging issues. Follow up information was provided on (B)(6) 2026 that the device kinked on itself during the procedure and was no longer able to be used. Upon receipt and inspection of the device, the distal tip of the device was noted to be partially fractured but remained attached to the device. No other damage or defects were noted. A tactile inspection was performed, and no additional kinks or bends were noted. There were no adverse patient effects as a result of the event. A review of the process control record was performed to ensure that all manufacturing and inspection process steps were completed, and no anomalies were noted. Per the instructions for use, the user is instructed that excessive bending, kinking, stretching, or forcefully wiping the catheter can damage internal wires and/or distal tip articulating capabilities. The user is instructed to inspect the catheter and packaging before use, including for tip integrity and catheter condition. There are clear instructions related to the removal of the catheter shaft and distal tip straight from the protector tube without creating a sharp angle.

Event description:
The device was originally reported to have imaging issues. Follow up correspondence was received and it was reported that the catheter kinked on itself during the procedure and was no longer able to be used.